Event description:
It was reported to boston scientific corporation that during a bladder lithotripsy procedure, the ultrasound probe snapped in half outside the pt's body at the entrance to the scope. The procedure was completed with another of the same type of device with no complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.